Event description:
Reporter stated that a patient capillary sample was tested, using the suspect device, with a result of "hi" (<600 mg/dl). Ten minutes later, a venous sample was reportedly obtained from the same patient and when tested in the facility's lab measured 200 mg/dl. Reporter indicated the patient was not treated based on the value obtained on the suspect device. Reporter noted that, while both blood samples were being collected, patient was receiving an intravenous infusion of insulin. Quality control testing had reportedly been performed on the system and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.